Manufacturer narrative:
An event of device migration, aortic regurgitation, and hypertension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the imaging provided by the account were further reviewed by an abbott staff engineer. The reviewer noted that ¿based on the tracking of the delivery system, the aorta appears quite tortuous and horizontal, as reported. During full deployment, as the final retainer tabs were being released, the valve shifted, pulling the ncc side towards the aorta. Once fully released, the ncc side of the stent frame inflow edge appears slightly compressed or under expanded. An aortagram assesses final implant depth showing that the ncc side is above the annulus (red line) while the lcc side is canted below the annulus. Contrast flows into the left ventricle suggesting a leak.¿ based on available information, the reported aortic regurgitation and hypotension appear to be related to the device migration. A cause for the reported device migration could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the patient required medication. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: code 4451 removed.

Event description:
It was reported that on 08 may 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The annulus perimeter was 66mm and area of 342mm2. At 80 % deployment, the valve was observed at a depth of 3mm at non-coronary cusp (ncc) and 3mm at left coronary cusp. There was tension in the delivery system at the time of final deployment due to very torturous aorta. On final release of the valve, it was observed that the valve migrated -3mm on the ncc side and 3-4mm approximately at lcc. The patient had a hypertensive spike and was managed by the anesthetist. Post tavi, echocardiogram showed mean gradient of 12mmhg and mild aortic regurgitation (ar). The patient was taken out to recovery and remained hemodynamically stable. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 08 may 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. The annulus perimeter was 66mm and area of 342mm2. At 80 % deployment, the valve was observed at a depth of 3mm at non-coronary cusp (ncc) and 3mm at left coronary cusp. There was tension in the delivery system at the time of final deployment due to very torturous aorta. On final release of the valve, it was observed that the valve migrated -3mm on the ncc side and 3-4mm approximately at lcc. The patient had a hypertensive spike and was managed by the anesthetist. Post tavi, echocardiogram showed mean gradient of 12mmhg and mild aortic regurgitation (ar). The patient was taken out to recovery and remained hemodynamically stable. The patient was reported discharged.